Event description:
It was reported that a black particle was observed in the tubing of a flogard IV solution administration set. This was observed before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified the reported black particle in the tubing of the device. The cause was determined to be degradation of the raw material at die point during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.